Manufacturer narrative:
This report is submitted on 24 october 2019.

Event description:
Per the clinic, the patient experienced bone and skin overgrowth at abutment site; subsequently the patient underwent revision surgery of the bone in order to replace abutment (date not reported).